Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a "jolting sensation" regardless of stimulation which began at the lead site and traveled down to the scs ipg pocket site. As a result, the scs ipg was explanted and replaced with a different model.

Manufacturer narrative:
Results: the complaint of ¿discomfort¿ was confirmed. As received, the ipg was responsive and communicated with lab utilities. A visual inspection of the device found a cored septum in the lower chamber. It was noted electrode 1 was programmed, which was under the cored septum. The cored septum could result in fluid intrusion into the header assembly, which can result in changes to the system impedances and stimulation. Despite the cored septum, the device passed all mechanical and electrical testing during analysis. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further investigation identified the issue resolved with the surgical intervention.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.